Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified shunt. A 7.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another same device. No patient complications were reported.